Manufacturer narrative:
Investigation/testing summary: an attempt was made to reproduce the issue by changing the tir settings for test account and observed that there is latency in showing the updated setting value in carelink personal application. This is expected system behavior to explore this issue further, we reached out to the carelink development team for their feedback. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under ""sw requirement doc. (Most likely) root cause: the most likely root cause could be assumed that this is lack of user training. Analysis summary: the carelink development team confirmed that the latency in displaying updated settings is expected, as the application server requires time to reprocess the metrics. They also noted that the ui includes an indicator to convey this information. The helpline support team confirmed that the ticket could be closed as issue is resolved. Esf number: afc code: za14af no issue found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer tir on the dashboard did not reflect the settings customer preferred. The customer reported no adverse event. The event involved product(s) mmt-7350. Customer reported customer change the settings on profile but the carelink tir seems not reflecting the settings. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-7350.